Event description:
Pt admitted for elective pacemaker insertion 9/3/94: suture used during this proc. Post pacemaker insertion, pt developed fever and leukocytosis. After approx. 12 blood cultures. 3 grew enterobacter aerogenes. After 2 weeks of antibiotic therapy, fluid aspirated from the pocket was turbid & showed significant wbc's and polys. The pacemaker was explanted on 9/17/94. Post explantation, the pt's wbc count & fever came down